Event description:
The customer alleged no aduible beep was heard when keyboard was depressed. While testing the device, the customer then reported the audible alarms were not functioning. The mallinckrodt customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self testing. No parts were replaced. No other repairs or testing was authorized by the customer. It is not verified that no audible beep when it was heard keys are depressed or no audio alarm, and no malfunction may have occurred.